Event description:
The pt came for an urgent f/u on (B)(6) 2012 because he received some shocks. Nevertheless, no f/u data - like recorded therapy episode - was available from device memory. Apart from this, a normal f/u could be performed. It should be noted a complaint was previously submitted for the subject device (reported under 1000165971-2011-00376).

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.